Manufacturer narrative:
This report is submitted on september 05, 2022.

Event description:
Per the clinic, the patient experienced non-auditory stimulation. It was determined that the electrode array was not in the cochlea. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022. Re-implantation is planned but had not taken place at the time of this report. This report is submitted on december 13, 2022.